Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported driveline and pump pocket infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient¿s date of birth was not provided. Age was estimated from age at time of implant. Patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Approximate age of device ¿ 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a driveline infection that began in 2016, not previously reported to the manufacturer. The patient had been fighting the infection on and off with recurrent bouts of sepsis since 2016. Treatment since onset included many months of wound vac, multiple debridements and incision & drainage, and ¿many¿ rounds of unspecified IV antibiotics. On (B)(6) 2017, the patient was admitted with fever and syncope. Blood cultures were positive for gram negative bacilli. White blood cell count (wbc): 6.2 10^9, temperature: 102.1f, heart rate (hr): 117 bpm, and rr: 37 bpm. The sepsis was associated with both driveline and pump pocket infection, both of which were ongoing. The patient exhibited systemic inflammatory response syndrome (sirs). Treatment was IV ceftriaxone and medication changes. Due to multiple septic events, the patient was listed for transplant.